Event description:
An ophthalmic surgeon reported cases where the lip of the anterior capsulorhexis did not have the required resistance, and therefore, after placing the intraocular lens (iol), the surgeon observed radial tears in the front lens capsule. In one of the patients these radial tears even led to a posterior capsular rupture and vitreous loss. Additional information has been requested but not received to date. There are two medical device reports being filed for this facility. This report is for the patient who experienced posterior capsular rupture and vitreous loss.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).